Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: underweight, opening on anterior. A visual and microscopic analysis was performed which identified as striated opening, wear abrasion and creases fold. Base on the device analysis the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device was explanted.